Event description:
It was reported that the patient experienced inadequate stimulation. All components were explanted and discarded per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of weeks ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 17139691.